Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a blood collection device. The customer reports the metal needle guard popped off when the clinician moved the guard up to cap at the end of the needle after the clinician drew blood. The customer also stated that there was no medical intervention needed as a result.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.